Event description:
It was reported that the pulse generator exhibited ventricular noise reversion episodes in (B)(6) 2014. On (B)(6) 2015 the patient presented in the clinic for evaluation and it was noted that the noise episodes continued . No intervention or patient symptoms were reported. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.